Manufacturer narrative:
Upon further review, it was determined that this event does not involve a baxter access set. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the spike connector of an unspecified access set and the administration port of a 250ml minibag plus. The connection issue was further described as, ¿the spike port broke¿. This issue occurred while spiking the access set through the spike port of the bag during setup/preparation. There was no patient involvement. No additional information is available.